Manufacturer narrative:
The reported events of high pacing lead impedance, failure to capture and under sensing were confirmed. Final analysis found that, a complete lead was returned in four pieces for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation was noted at 10.4cm to 10.9cm from the connector pin consistent with friction to the device can. The inner insulation and the inner coil were found abraded at 8.9cm to 9.1cm from the connector pin. Electrical testing found shorting between conductors at distal portion due to procedural damage. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone and abraded outer coil/ separated through inner insulation and inner coil consistent with friction to the device can.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited a failure to capture, high pacing impedance, and undersensing episodes. The lead was explanted and replaced. The patient was in stable condition.